Manufacturer narrative:
The hardware investigation of the returned door winch assemble found that the reported event was related to a physical damage issue. The door winch did not pass visual inspection as the winch cable has a spot where it was untwisted and bent rendering the unit unusable. The reported event was confirmed.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed that the door winch cable guide was broken due to the force of trying to open the door when the drape was caught. The manual door opening nut was over torqued. The representative extracted the broken screws from the cable guide and replaced the door winch and cable guides. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the drape and cord became caught in the imaging system's gantry door as it was closing. The door could not be opened using electronic commands. When manually opening the door, it began to open, but made a loud popping noise. The door could then not be moved. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. .